Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the implantable cardioverter defibrillator exhibited failure to charge. The max capacitor charge time reached notification was present on the transmitter. The device was explanted and replaced. The patient¿s condition remained stable and good post-procedure.

Manufacturer narrative:
A complaint of charge time out was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.